Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed on formed needle and bottom housing that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose read "high" indicating a level greater than 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Bleeding at the infusion site was also reported. Ketones were checked and found to be trace. As treatment, a bolus was administered and the pod was changed per instruction over the phone by the hospital. The patient's blood glucose history is as follows:   time bg(mg/dl): 2:00pm 250, 3:30pm 294, 6:11pm 245, 6:56pm high >400.